Event description:
Battery noted to have decreased one year's worth of life within just 4 months. Two months later, battery life had further reduced by 5 more months. Pulse width changed to improve battery life, (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).